Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed upstream occlusion. Trouble shooting was performed but the alarm persisted. The patient was eventually instructed to turn off the pump, clamp the tubing, and contact the clinic to inquire whether they should arrive earlier than their scheduled appointment. The reported volume was 10.5 milliliters(ml). The event occurred while in use with a patient at the hospital. The operator of the device was a health professional. There was a patient involvement, and no patient harm adverse event reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.